Event description:
Syringe infusion pump was being used to infuse nitro-pusside. The pump exhibited an internal fault "postier slip". The pump operator continues using the pump. Patients blood pressure increased. Patient was switched to a different pump. Patient made a full recovery. No injury.